Manufacturer narrative:
(B)(4). Visual inspection of the returned instrument confirmed that the thumb screw had fractured and the o-ring subcomponent was missing. The lot was manufactured on jan 26, 2014 and therefore, had been in the field for approximately 1 year 11 months. It is unknown how many times the part had been used during that time. Dimensions and hardness for the thumb screw were found conforming to print specifications where measured. Review of the receiving inspection report verified that the device confirmed to specification and was sent for inventory. The device is used for treatment of patients. Based on the information provided, it was noted that the o-ring was missing prior to the incident which likely resulted in overloading of the screw thus fracturing it. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the lateral guide broke while impacting during use in hip arthroplasty surgery.